Event description:
Patient reported the menu button on the pump does not always work. Patient stated the device doesn't look damaged. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).